Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approx. 300 mg/dl). Reportedly, customer's blood glucose levels begin to elevate on the 2nd day after a infusion site change. Customer has recently switched from using humalog insulin to apidra insulin.